Event description:
It was reported that the patient's blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod (completed 11-jun-2026) found the cannula to be shortened and the bottom housing vent to be damaged. The device was originally reported on 16-mar-2026 for leaking during wear. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be shortened. A leak test was conducted and as a result of the shortened cannula fluid was unable to flow the complete fluid path. It could not be determined when or how the damage to the soft cannula occurred. It could not be confirmed if the tear contributed to the device leaking. Damage was observed to the bottom housing vent. It is unknown when or how this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.